Event description:
It was reported that a patient underwent l2-l4 olif. There was no trouble noted during the surgery. A post-op MRI revealed "longitudinal line in vertebral body". The level of the body was l2.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Medical assessment: this case involves placement of a cage between l2 and l4. A single axial CT view is provided that verifies rod placement and a vertebral body either above or below the cage insertion point. The vertebrae imaged has a coronal crack within it. With only a single view it is not possible to theorize the origin of this crack, however the history of cage insertion suggests that the vertebral body could have been overloaded during surgical reconstruction either by insertion of an oversized spacer, or uneven torque on the vertebral body through pedicle screws.